Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4): no anomalies found. Visual examination noted the distal conductor blood/body fluid (not obstructed) and the outer insulation pulled apart (overstress).

Event description:
It was reported at implant attempt, the lv lead was oversensing high frequency noise, through the analyzer, even after switching cables and analyzer. The lead was not used. The device was not implanted. No patient complications have been reported as a result of this event.it was reported at implant attempt, the lv lead was oversensing high frequency noise, through the analyzer, even after switching cables and analyzer. The lead was not used. Edit 21apr2010: the device was not implanted. No patient complications have been reported as a result of this event.